Manufacturer narrative:
Device UDI number unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the pointer instrument was defective; the tip was bent. No other details about the pointer instrument were provided. There was no patient involved.

Manufacturer narrative:
Additional information: device brand name has been updated. Device model number, catalog number and UDI number have been updated. 510(k) number has been updated. Device manufacturing date has been updated. Device evaluation: the passive planar ball probe was returned for analysis. The reported issue was unable to be duplicated through visual/physical examination and functional testing. The returned probe was not damaged and did not have a bent tip. With markers attached and fully seated, the probe returned good geometry and divot error readings with normal tracking. There was no problem found with the returned probe. If information is provided in the future, a supplemental report will be issued.